Manufacturer narrative:
Internal complaint reference case(B)(4).

Event description:
It was reported that, during a shoulder joint surgery, when the healicoil's package was opened it was found that the sterilization package was not sealed. There was a backup device available and no significant delay or further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection revealed that the device was returned with all relevant packaging in place. The seals along the sides of the tyvek pouch and at the chevron end were inspected, and no problem was found. The open top of the pouch was standard. There was no debris or other indication of use. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the packaging drawing found that the packaging is specified to be sealed on the chevron end and along the sides. No seal is specified at the top of the pouch. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the device was returned with all relevant packaging in place. The seals along the sides of the tyvek pouch and at the chevron end were inspected and appeared to be sealed adequately. The seal along the top of the pouch, however, was missing. There was no residue from the seal being opened either, indicating that this was a problem prior to arrival at the customer site. There was no debris or other indication of use. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the process summary for packaging found that the tyvek pouch missing a final seal after the product is packaged is classified as a critical defect. The process necessary for creating the final seal was specified appropriately. The complaint was confirmed and the root cause was associated with manufacturing.